Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the front caster of a primus anesthesia workstation broke during operation (without moving the device). An extra phillips monitor which was positioned on the top of the device fell down. There was no serious injury reported.

Manufacturer narrative:
During intended use on a patient, the breakage of a caster can be rather excluded. A sudden breakage can only be the result of intermittent dynamic mechanical overload during transport i.e. When moving a completely upgraded device against a barrier. Repeated mechanical overload like in the particular case will lead to a fatigue fracture in the end. In advanced state of this fatigue fracture, it¿s possible to break the caster with only a comparatively small impact. Breakage of a caster leads to a reduced mechanical stability. The device will tilt in most cases but generally not tip over - the outcome will depend on the level of auxiliary equipment installed to the workstation and on the motion speed during transport. The IFU contains some advises how to increase the tipping stability for transport purposes. For example, all monitors and other additional devices shall be removed from the upper storage area. During design stage, the device was subject to the applicable tests of iec 60601-1, chapter 4, clauses 21.6b and 24.1 and found fully compliant.

Event description:
Please see initial report.